Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not hooked up. There was no further information obtained from the field representative. This left ventricular (lv) lead remains in service. No adverse patient effects were reported.